Event description:
Caller reported a minimum fill notification. There was no adverse impact to their blood glucose level. Technical support assisted the caller in addressing the issue by instructing them to reload the original cartridge. Following these instructions, the caller successfully loaded a cartridge onto the pump and was able to resume insulin delivery.